Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 02/01/2017 alleging that on (B)(6) 2016, the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 16 mg/dl. The patient reportedly experienced unconsciousness, cognitive impairment and confusion associated with hypoglycemia. The patient was hospitalized for the hypoglycemic event and treated with intravenous glucose and intravenous fluids. The patient reportedly has comorbidities of congestive heart failure and neuropathy; which animas customer support could not rule out as contributing factors to the patient¿s event. Troubleshooting performed by animas customer support determined the pump time/date goes to the default setting when the battery is removed for less than 24 hours. This issue is generally not reportable because the pump prompts the user to confirm the time and date setting on the verify screen after a battery change or restart. The user must scroll down to highlight ¿confirm¿ and the ok button before the home screen is displayed. This complaint is being reported because the reporter alleged the patient experienced serious injury while on insulin pump therapy associated with a product issue; the reporter declined to return the pump for investigation.